Event description:
It was reported that during a pta treatment procedure of an atrioventricular dialysis graft, the ultra-thin diamond balloon ruptured at 4 atms on the first inflation, and half of the balloon detached inside the pt. The pt remained asymptomatic during this event. The lesion being treated was a 75% stenotic lesion in a venous anastomosis. The physician used a 6 fr pinnacle introducer sheath for vascular access, and a .035 cook heavy duty guidewire to cross the lesion. Attempts to snare the detached portion of the ultra-thin diamond balloon were unsuccessful because it had gotten stuck in the dialysis graft. A fogerty balloon was used to push and lodge the distal marker into a small vessel in the pt's lungs where it remains. The detached portion of the ultra-thin diamond balloon remains inside the pt's dialysis graft. Another ultra-thin diamond balloon of the same size was used for pre-dilatation, and a wallstent 10x20 mm stent was used to keep the detached balloon material in place. The procedure was completed successfully, and the pt's status is reported as 'fine'.